Event description:
It was reported that a cartridge did not fit onto the pump. Customer reported "I figured it out it did have a plastic ring in the cartilage hole." There was no reported adverse impact to customer's blood glucose level. No additional information was available

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. -drafted h3 other text : device not returned.